Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the found a hypotube break 40.1 cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 20mm x 2.5mm, eccentric, restenosed, target lesion was located in the mildly calcified left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment but encountered difficulties in positioning. Subsequently, the device was removed and 2.5mm x 15mm nc balloon catheter was advanced for pre-dilatation. The device was reinserted but it got stuck in the catheter. Upon pushing forward into the lesion, the shaft was kinked and was disconnected into two pieces. The distal shaft was removed from the catheter, while the proximal part with the stent was removed from the catheter using a non-bsc guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 20mm x 2.5mm, eccentric, restenosed, target lesion was located in the mildly calcified left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment but encountered difficulties in positioning. Subsequently, the device was removed and 2.5mm x 15mm nc balloon catheter was advanced for pre-dilatation. The device was reinserted but it got stuck in the catheter. Upon pushing forward into the lesion, the shaft was kinked and was disconnected into two pieces. The distal shaft was removed from the catheter, while the proximal part with the stent was removed from the catheter using a non-bsc guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.